Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The result was a tip break. Examination of the returned device identified that one sample was returned without the original product pouch / product label. From the condition of the returned device, customer use was visible. The sample was examined under magnification and showed indications of possible excessive force and/or device misuse. Upon observation, the inner bur tube was found detached from the outer housing assembly. The outer house assembly along with the outer tube was observed under magnification. The outer diameter of the outer hub tube was found discolored and flared indicating that the ball tip observed excessive side force during customer during use which lead to inadvertent breakage of the tip. The ball tip was found broken from the inner bur tube assembly. Some portion of the inner tube assembly remained intact to the broken ball tip. Based on the evaluation and condition of the returned device, customer misuse appears to be the likely contributing factor towards the complaint event. No manufacturing defects were observed on the returned device.

Event description:
It was reported during a left vibrant soundbridge mid ear implant procedure, that the tip of a bur broke off. There was no patient impact. The patient is doing well.